Event description:
The device reportedly gave connect electrode and push analyze messages while the device was being used to monitor a patient. There was no adverse effect to the patient allegedly as a result of the reported event.